Event description:
It was reported that during a diep-flap procedure, the clips of the device excised two vessels. There was some bleeding, but was controlled. There was no blood product given. Another clip applier was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.